Event description:
It was reported that a malfunction alarm was identified, specifically malf 9, which affected the customer's insulin pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within a normal range. Technical support assisted the customer with resetting the pump, provided instructions via email, and initially sent a replacement pump since the malfunction recurred after the reset. However, the customer later informed tandem that the original pump began functioning again and decided to return the replacement pump, as they did not want to set it up.